Event description:
It was reported that during treatment of a cto in the superficial femoral artery, the recanalization catheter and a support catheter became stuck together. The devices could not be separated from one another. Both devices were removed from the pt as a single unit. There was no pt injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number # fcwg10011. The device was returned stuck within a microsheath support catheter. The investigation is confirmed for retraction issues, as the crosser catheter could not be retracted through the microsheath support catheter. Due to the condition in which the sample was received (i.e. Wrinkled), it is possible that excessive force contributed to the reported event. However, the definitive root cause could not be determined based upon the available info. It is unk if additional pt and/or procedural issues contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.